Event description:
The customer reported that the alarms were silenced at the central station (pic ix). A philips customer care service center (ccsc) representative spoke to the customer and clarified that the speaker for the pic ix was not emitting sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.